Event description:
This lv lead was explanted and replaced due to dislodgement. The patient was upgraded to a qp system. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.